Event description:
It was reported that three (3) large volume infusors overinfused. The reporter stated that the infusors were supposed to continue infusion up to 48 hours, but within 30 minutes half of the fluid was finished. This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was manufactured from october 28, 2021 - october 29, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted..